Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that both the drawer and tower door had failed. A field service engineer (fse) inspected the auxiliary 5.2 a-row cubie, which failed and wouldn't recover. The field service engineer popped out all cubies except the a-row cubie, which wasn't detected and had to be removed manually. The field service engineer found foil packaging contacting the pins, cleared all debris, and fully tested the device in the hardware test application (hta). The customer tested the application and cleared all failures. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer and tower door has failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.